Event description:
A zoll distributor returned monitor sn: (B)(4) to report that the monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (won't communicate with electrode belt) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a defective j7 connector on ferrite bead array fl14 on the auxiliary pca board. In addition, the black high-voltage wire was open and the flex cable was physically damaged. The root cause for the damaged j7 connector, high-voltage wire, and flex cable could not be positively identified. No adverse event resulted from the defective monitor.